Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: the returned autogen ICD was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is no problem detected.

Event description:
It was reported that this device was explanted due battery depletion. It was further reported that the unit had an implanted duration of only a few months and had delivered multiple therapies due to atrial fibrillation. The explanted device is expected to be returned for laboratory assessment, to include a battery longevity evaluation. No resulting adverse patient effects were reported prior too, nor during the replacement procedure. The device was later returned and laboratory analysis was completed.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was explanted due battery depletion. It was further reported that the unit had an implanted duration of only a few months and had delivered multiple therapies due to atrial fibrillation. The explanted device is expected to be returned for laboratory assessment, to include a battery longevity evaluation. No resulting adverse patient effects were reported prior too, nor during the replacement procedure.